Event description:
The customer's husband reported that there was a motor error alarm. There were no significant events that led to the alarm. The blood glucose reading was not given. The insulin pump was not exposed to a strong magnetic field. In troubleshooting, the unit did rewind. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with normal operating currents. No unexpected failed battery test alarm or blank display anomaly observed. No damage found on the lcd isolation tape noted. No unexpected battery icon anomaly found. The unit was received with cracked display window corner, battery tube threads, and minor scratched display window.